Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with our additional findings. We continue in our efforts to follow up with the customer for its' return. Complaint # (B)(4).

Event description:
Prior to using the custom tubing pack with quadrox oxygenator it was being prepped for priming when a large kink was observed in the tubing. It was unable to prime with the kink present so a piece of the tubing was cut from the overall circuit in sterile fashion. It was reconnected and the prime procedure was completed, the circuit was not used on the patient.